Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for gastrointestinal bleeding. The patient was diagnosed with arteriovenous malformations that were cauterized. The patient was stable post procedure and was scheduled to be discharged.

Manufacturer narrative:
Approximate age of device: 71 days. The patient remains ongoing on vad support. A correlation between the device and the reported gi bleeding could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.